Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. The device remains implanted.

Event description:
Patient reported right side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation:based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed an opening assessed as fold flaw opening, observed more of three openings assessed as surgical damage and observed a delamination partial of the valve (adhesive failure) as per the investigation procedure, creases, wear abrasion and non-penetrating nick were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6

Event description:
Patient reported right side deflation. The device remains implanted.